Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low laser power. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the issue to be related the probe. The nonconforming laser probe was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on march 22, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to external laser probe and not the system. The manufacturer internal reference number is: (B)(4).